Event description:
A (B)(6) female patient called zoll customer support to report that her electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the electrode belt trunk cable connector was warped, preventing the electrode belt from properly connecting to a monitor. The root cause for the damaged connector could not be positively identified but was likely excessive force during the patient use. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.